Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: 1 x echo-19 from lot number was returned to cirl for evaluation. Upon evaluation the following was noted the device was returned in its original packaging, the syringe was returned with the device. There was no needle exposure. The stylet was fully in place. The needle was broken and approximately 4cm of the needle is unaccounted for. There were no other functional issues with the device. The bent needle described in the complaint form has been confirmed based on customer testimony. The device was returned with the needle broken, this was verified in lab. The failure mode that has been assigned is needle kink/bent based on the additional information provided. Additional information received the 1st of december : ".needle broken during the procedure but not inside the patient, when needle was not coming out from the sheath then they pulled back the needle and tried outside the scope." The rep confirmed that the needle was disposed off. Additional information received on 13-dec-2017: "as per doctor when needle was not coming out from the sheath during the procedure then they remove the needle from the scope and tried outside the scope and tried 2 to 3 times forcefully then suddenly needle came out and broke." Root cause: a possible cause for the bend in the needle could be as a result of trying to advance the needle in a torturous position and due to the extra force being applied may have caused the needle to break the needle causing further difficulty in advancing the needle. Documents review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-19 device of lot number c1318475 did not reveal any discrepancies which could have contributed to this complaint issue. IFU review: the notes section of the instructions for use ifu0101-0 instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
This follow up MDR is being submitted as the device was returned and evaluated after introducing the needle into the scope when doctor pushed the needle to take the sample, needle was not coming out easily from sheath, doctor pulled back the needle from the scope and checked & found that needle was band.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Lab evaluation: it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation; the device has not yet been received, however, if it is returned, the device will be evaluated and the investigation will be updated. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. Root cause: a possible cause for the bend in the needle could be as a result of trying to advance the needle in a torturous position and due to the extra force being applied may have bent the needle causing further difficulty in advancing the needle. Documents review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. ((B)(4)) a review of the manufacturing records for echo-19 device of lot number c1318475 did not reveal any discrepancies which could have contributed to this complaint issue. IFU review: the notes section of the instructions for use, instructs the user to "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no viable evidence to suggest that the user did not follow the instructions for use. From the information provided there have been no adverse effects to the patient reported. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
After introducing the needle into the scope when doctor pushed the needle to take the sample, needle was not coming out easily from sheath, doctor pulled back the needle from the scope and checked & found that needle was bent.